Event description:
It was reported that the pump did not detect the cartridge. The customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.